Manufacturer narrative:
(B)(4). MDR ref. #s: 1219930-2011-00988, 00989, 00990. Maude report #: (B)(4).

Event description:
Procedure type: chemosite removal. According to the reporter: a few years ago, a pt had the same type of port implanted. Subsequently, the catheter broke and the port and remaining catheter had to be removed. This port had been retained by the hospital. The catheter has broken approx 3-1/2" from the port. The edges of the break are frayed and stretched.